Event description:
A customer contacted haemonetics on (B)(6) 2011 stating that they were notified on an alleged donor event after plateletpheresis on the mcs+ 9000. The donor told the blood center that the day after her donation on (B)(6) 2011, she had a sore arm and had a red line from under her armpit to her wrist on the opposite arm to where the venipuncture had been. No abnormalities were noted during the procedure.

Manufacturer narrative:
Investigation is ongoing. Follow-up report will be submitted.